Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  UDI: (B)(4).

Event description:
It was reported from (B)(6) that the small battery drive device stopped working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H6: service history review: a service history review was performed which indicated that the device was serviced over a year ago for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition of device stops by itself was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was received in optically good condition and passed visual inspection. It was further determined that the small battery drive device did not oscillate when the respective mode was selected. It was noted that the device only reversed directions when the upper trigger was pressed and it did not oscillate therefore no oscillation angle could be verified. It was further reported that there was no difference between the oscillation (osc) and on mode and the reported failure was likely to be linked to defective electronic control unit (ecu) and electronic failures can occur randomly. It was further determined that the device failed pretest for check the off/osc/on switch mode function. It was noted that this system requires regular maintenance service, at least once a year, in order to maintain its functionality and this service has to be performed by the original manufacturer or an authorized site. The assignable root cause was determined to be due to component failure from normal wear.